Manufacturer narrative:
.

Event description:
The customer reported a vent inop condition due to an air valve liftoff failure; no ac power indicator; will not operate on ac power. The customer reported there was no patient involvement.